Manufacturer narrative:
The pump was received with no esc and act button response due to corroded keypad traces. The battery out of limit alarm was unable to be verified due to no esc and act button response. The pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The customer believes the pump did not deliver insulin. The customer's blood glucose level was 521mg/dl. The customer has reverted to manual injections for the time being. The mother states they have also received battery out limit alarm. The customer states the keys are unresponsive. The customer's blood glucose level at the time of battery out limit was 209mg/dl. The customer was advised the pump would be replaced and returned for analysis.